Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this rv lead (B)(4) was capped on (B)(6) 2020 due to noise and oversensing but no pacing inhibition. However, there is a suspected outer coil fracture.